Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient¿s ilet pump touchscreen was cracked while the device was carried in a pocket, after which the pump was no longer functional and no longer watertight. Symptoms included no adverse clinical effects and a reported blood glucose of 119 mg/dl. Outcomes included the need for device replacement and continued diabetes management using an alternative method as needed. Investigation included customer interview and assessment of device operability based on reported physical damage. Investigation of this device revealed physical damage to the touchscreen component consistent with user handling, resulting in loss of function and loss of ingress protection. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact.